Manufacturer narrative:
(B)(4). The returned provisional exhibited signs of repeated use and one of the components was disassembled/missing. The device history records were reviewed and no discrepancies were identified. A notification was sent to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during routine kit inspection, the provisional shim was noted to be missing ball bearings. No adverse events were reported as a result of this malfunction.